Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump was unable to upload carelink. The caller reported that the insulin pump received failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The caller was advised to program a normal bolus into the air. The caller stated that the bolus amount was recorded in the bolus history. The caller stated that a temporary basal was not programmed before the alarm occurred. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.